Event description:
It was reported that "charging cord occasionally hard to plug in." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.